Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the red button on three 355ld would not stay down. The surgeon completed the procedure with a different 5mm ethicon trocar. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, abc)conforming; desufflation lever condition, abc)conforming; latch condition, abc)conforming; obturator condition, abc)conforming; outer gasket condition, abc)conforming; reset button condition, abc)conforming; sleeve condition, abc)conforming; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: does safety shield retract, abc)nonconf; flapper door functional, abc)conforming and lockout functional, abc)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "red button on three 355ld would not stay down". Three instruments were received in good condition. The devices were examined and would not arm as received. The obturator handle welds were measured and found to be skewed. The obturator handle is welded during the assembly process.